Manufacturer narrative:
Device not yet returned to manufacturer.

Event description:
A mitroflow valve was implanted on (B)(6) 2012. The valve has been explanted. No further details are available at present.

Manufacturer narrative:
Examination of the valve revealed a deformed prosthesis due to intrinsic calcifications on both sides of all leaflets. There was extensive pannus overgrowth on the inflow side of the valve. Two suture threads were inserted at the tops of posts 1 and 2, during the explant, to remove the prosthesis. X-rays of the subject valve showed large intrinsic calcifications in all leaflets the stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-6mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of leaflets a and b was slightly thicker than normal near the posts due to pericardial degeneration. Thrombus depositions were detected on both prosthetic sides. Reddish areas due to coagulated blood entrapment were present on all surfaces. The free edge of leaflet c was outflow bent near post 3 due to fibrous pannus and so caused a low degree of insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. There was no evidence of endocarditis in the returned valve. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness. The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa25, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa25 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2012 a mitroflow lxa25 was implanted. The patient had severe aortic stenosis due to a bicuspid aortic valve. After less than 5 yrs the patient exhibited a high gradient with a mean of 80mmhg across the prosthesis and the patient severely symptomatic with limited activity, shortness of breath and presyncope. ECG was still in sinus rhythm. Chest x-ray was normal. Angiography showed no significant coronary disease and the prosthesis was as described on echocardiography. The physician discussed with the patient and a mechanical valve was chosen to implant after the mitroflow was to be explanted. On (B)(6) 2017 the mitroflow valve was explanted. The physicians comment that the explanted valve ¿had fixed leaflets¿ .the mitroflow valve was extracted and the aortic annulus was debrided and was sized on this occasion to fit a 27mm st jude mechanical valve., patient was transferred to postoperative area in a satisfactory haemodynamic state.